Event description:
The doctor was attempting to use a new technology by another manufacturer to suture a 3 cm fistula in the colon. The device failed due to the positioning of the endoscope and the patient's anatomy. A cook instinct endoscopic hemoclip was then used. The device was advanced through the endoscope to the clipping site. During the attempt to close the clip onto the tissue, the drive wire disconnected from the handle. The clip remained attached to the delivery system in the opened position and was removed from the endoscope and patient. Another clip was used to finish the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the three following lot numbers: w3246081, manufacture date 01/30/2013, expiration date 01/30/2016; w3251199, manufacture date 02/18/2013, expiration date 02/18/2016; w3264306, manufacture date 03/19/2013, expiration date 03/19/2016; investigation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the three possible lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the user stated that this device was used to close a fistula which is outside the intended use of the device. The intended use of this device states: this device is used for endoscopic clip placement within the gastrointestinal tract for the purpose of endoscopic marking, hemostasis for mucosal/submucosal defects less than 3 cm in the upper gi tract, bleeding ulcers, arteries less than 2 mm, and polyps less than 1.5 cm in diameter in the gi tract. This device is not intended for the repair of gi tract luminal perforations. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the possible device history records confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.